Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4) . Device evaluation could not be performed because the affected device was not returned. The photo images of the subject device taken after the reported event were provided. Those images revealed that the outer coil of the subject fielder xt guide wire was elongated and the polymer jacket was unraveled. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, provided photo images, results of lot history records review, and referring to known similar events, it was presumed that tension generated with removal manipulations might have been locally applied to the distal segment of the subject fielder xt guide wire while the subject segment had been caught by the moderately calcified and severely occluded lesion. Consequently, the distal segment of the guide wire was fractured and polymer jacket was unraveled. Although it was concluded that this event was not attributed to product quality, the distal segment of the guide wire was too severely damaged in the provided images to completely rule out wire fragment and/or polymer jacket fragment left in situ. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that stent deployment was performed to treat a moderately calcified, moderately tortuous, and 75-90% occluded lesion in the left anterior descending artery (lad). When an asahi fielder xt guide wire was used to try to cross almost totally occluded lesion, the guide wire was caught for a short period of time. As the physician pulled back the guide wire, it was damaged. The guide wire was removed and found damage almost throughout its length. An asahi gaia second guide wire was used in place of the fielder xt guide wire to successfully complete the intended procedure. It was informed that there were no adverse patient hazards caused by the reported event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported fielder xt guide wire was returned for investigation. The returned fielder xt guide wire was found with its core wire fractured and polymer jacket ruptured at approximately 20mm from its wire tip. The core wire on the proximal side was found fractured at approximately 5mm distal to the mid solder (set at 25mm from the wire tip to fix the outer coil onto the core wire). The outer coil was found elongated for approximately 710mm distal to the mid solder. The polymer jacket on the proximal side was found stretched, compressed, and ruptured for approximately 55mm distal to the mid solder. The polymer jacket and outer coil were removed for observation. Microscopic observation of the fracture end of the core wire found a bent and oblique fracture surface. Measurement of the returned fielder xt guide wire suggested that the core wire was fractured and the polymer jacket was ruptured at approximately 20mm proximal to the wire tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress generated with guide wire manipulation might have been locally applied to the subject fielder xt guide wire while its distal segment had been caught due to calcified lesion and/or anatomical conditions. Consequently, the core wire was fractured. As tension was applied during withdrawal, the outer coil was fractured, and the polymer jacket was stretched and ruptured. Although it was concluded that this event was not attributed to product quality, the returned fielder xt guide wire was too severely damaged to completely rule out wire fragment and/or polymer jacket fragment left in situ CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.